Event description:
It was reported that; 'the patient who got the revision surgery in 2008, visited hospital again due to pain. Surgeon found out that the insert post was broken and replaced to new insert. This patient's primary surgery was done eight months later."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional information a supplemental report will be issued.